Manufacturer narrative:
The devices associated with this report were not returned. The retained samples were conditioned and tested at an ambient temperature of 23 deg c. All handling and mechanical strength results were reviewed and they are all within specification. A review of device history records finds no manufacturing deviations or anomalies that would have contributed to the event. A review of micro and sterility tests finds no deviations or anomalies that would have contributed to the event. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The surgeon claims that the cement used did not perfectly adhere with the implant devices. It rather remained stuck on the devices themselves.